Event description:
The account alleged the brake casters swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and the hex rod to resolve the issue.